Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump touchscreen became cracked, with the user unsure of the cause, resulting in reduced touch responsiveness yet limited continued usability; the device had been synced and will be returned. Symptoms included no injury or adverse health effects. Outcomes included no clinical impact, no hospitalization, and planned device replacement. Investigation included collection of event details and return logistics for device evaluation. Investigation of this case revealed damage to the touchscreen component consistent with a physical impact leading to impaired user interface function. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from external forces.